Manufacturer narrative:
(B)(4). It was reported that patient underwent interstim injection on (B)(6) 2010 and on (B)(6) 2011 due to urinary urgency and frequency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and bard pelvisoft biomesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that patient underwent a gynecological procedure on (B)(6) 2011, and an interstim was implanted, due to urge incontinence. It was reported that the patient underwent interstim revision on (B)(6) 2011, due to need for replacement. It was reported that patient underwent interstim removal on (B)(6) 2012, due to nonfunction of interstim. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures posterior repair with pelvisoft graft, mesh sling procedure- transobturator approach and cystourethroscopy due to sui, predominant mixed incontinence and symptomatic grade 2-3 rectocele. It was reported that following insertion the patient experienced infection, urinary, bladder and bowel problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.